Event description:
It was reported to philips that a ups beeping error occurred, and a system reset temporarily resolved the issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System reset was performed, and follow-up on the ups system was recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).